Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had touch screen malfunction. There were no harm/injury reported.

Manufacturer narrative:
The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety tests and was returned to customer. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 03 mar 2025. The failure analysis and testing department received the following part associated with this complaint: exec processor board this part was received with a reported unit failure message of touchscreen interface not working. Performed visual inspection of this part received and part looks in good condition. Installed exec. Processor board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision f and cardiosave service manual pn 0070-00-0639 revision r. Performed functional, calibration tests and passed. Touchscreen works correctly. The fat dept. Could not verify the failure message of touchscreen interface not working. Exec. Processor board passed testing. Retaining exec. Processor board in the fat dept. Per procedure 0002-07-d008 rev at.

Manufacturer narrative:
Updated field: b4, d8, g1, g3, g6, h2, h3, h6(medical problem code, component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety tests and was returned to customer. (B)(6) 2025.

Event description:
N/a.